Event description:
Procedure type: gastrectomy. According to the reporter: the device cut the tissue properly, but did not apply the staples. A new instrument was used to complete the procedure. No pt injury was reported.